Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they needed to turn it up because they were having a problem getting out of a chair and getting to the bathroom in the last 3 days and it was getting so bad and they could only go through so many pairs of pajama pants in a night. The patient said they synched to their ins today and were confused when they didn't see the program they expected and therapy was off when they tried to put it back to the program they thought it should be on. The patient asked about making changes to their settings and said the last time they were at the doctor because of breakthrough, months ago, their doctor told them they didn't need to come in they just needed to turn it up and so the doctor turned it up, that helped but then it stopped helping after a while. Reviewed interstim education information, stim sensation information and recommended keeping a diary to track results. Redirected to their doctor. Other information mentioned during the call: the patient said they only feel stim in certain positions but most of the time they didn't feel it at all.